Event description:
It was reported that the user received a delivery stopped notification and an occlusion alert while using an ilet system with a steel contact detach infusion set and 23-inch tubing; insulin delivery was resumed and the user was advised to change all supplies before attending an event, which they completed without further issues. Symptoms included no reported adverse clinical effects and blood glucose remained at 169 mg/dl. Outcomes included resolution of the occlusion after a complete supply change and no need for medical intervention or hospitalization. Investigation included troubleshooting guidance and education on infusion set and supply replacement. Investigation of this case revealed an occlusion related to the infusion set and associated consumables that resolved with replacement, consistent with an infusion pathway obstruction. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion resolved by supply change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.